Event description:
It was reported that the right ventricular lead showed oversensing, noise, and low sensing values on the interrogation. The lead remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the patient was admitted to the hospital due to a syncope episode. The interrogation showed variable ventricular lead impedance, oversensing, and increased threshold. During the lead revision, the lead was disconnected from the device header and tested twice with satisfactory values. The device was inspected and questioned because there was blood in the ventricular connector in the header. The device was explanted and replaced. The rv lead was re-used and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. No anomalies were found. (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was noted. High v-sic counts are observed with (B)(4) event counts on the lifetime counter. (B)(4) events occurred since the (B)(6) 2011, timestamp, specifically since (B)(6) 2011, for an average of (B)(4) events per day.

Event description:
It was reported that the right ventricular lead showed oversensing, noise, and low sensing values on the interrogation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Save to disk review noted no anomalies were found.